Event description:
During a right hemicolectomy, oozing occurred at three separate staple lines after using the tlc55 and reloads. The first was at the proximal line of transection. The second was at the distal line of transection. The third was creating the lumen. The tx60b was used to close the anastomosis and that staple line was hemostatic. The proximal transection line and the lumen staple lines were oversewn by the surgeon. Two tcr55 reload units are also being returned. The lot number for the second us unk and the batch number is j42a6y.

Manufacturer narrative:
Based on the info received and the visual and functional results, it could not be determined as to what may have caused the rpt'd incident. There were a total of five formed staples returned with the instrument. All of the returned staples were measured and found to be conforming with respect to staple heights and staple formation. Add'l, the instrument was fired with a reload cartridge. Staple heights and staple formation were also found to be conforming with respect to mfg requirements. Therefore, it could not be ascertained as to why the staple lines rpt'd bled. Mfg and engineering have been notified of the rpt'd incident. Co strives to understand each incident as it is rpt'd in order to contuously improve the products.